Manufacturer narrative:
It was reported the switch-case began to emit sparks and the outer plastic of the switch-case melted. Examination of the internal components of the switch revealed a small piece of loose solder, which may have created a short, but we were unable to determine the cause. We will continue to investigate this issue with our supplier.

Event description:
It was reported the switch-case began to emit sparks and the outer plastic case melted.